Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has air bubbles in the reservoir. Customer stated that he has disconnected for a shower and just noticed it. Customer stated that the issue started today and his blood glucose was 251 mg/dl. Customer stated that it is 1 big bubble. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was stored at room temperature. Customer stated there are not any leaks. Customer stated that he does not have another set with him. Customer was able to prime the bubbles out of the tubing and reservoir. Customer does not have another set to change to and stated that he will reconnect back to the pump and monitor the issue.